Event description:
A laparoscopic cholecystectomy was performed uneventfully using a 5.5mm auto suture trocar. Near the end of the procedure, just prior to removing the laparoscopic camera, a sharp, pointed, metallic cylinder was not to be lying in the omentum in the upper abdomen. This was quickly removed, and found to be the outer metal sheath of the cannula, which was defective and had slipped from the trocar on routine insertion. The "crimps" which hold this to the trocar were noted to be absent, allowing it to fall unnoticed into the pt's abdomen. If the device had not been seen, it would quite possibly have caused subsequent perforation of adjacent abdominal contents, possibly with fatal results. As this "piece" of the trocar is not a part of the routine surgical count, it would not have been counted as missing, reporter feels they were blessed to have seen it before the procedure ended. The sheath is about 3 cm long, with one end sharp and pointed for insertion thru the abdominal wall. If this has been left in other pt's, it might be some time before a complication occurs.